Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The reported patient effects of thrombosis, death and myocardial infarction are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted the graftmaster rx, coronary stent graft system, instructions for use (IFU) states: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficult to deploy (wall apposition); however, the subsequent treatment appears to be related to the circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 two graftmaster stents (2.8 x 19 mm and 3.5 x 19 mm) were deployed for treatment of a long perforation that occurred in the complex, non-tortuous, heavily calcified, 95% stenosed left anterior descending (lad) artery. The perforation was sealed; however, later that night the patient returned to the cath lab in cardiac arrest. Angiography revealed thrombosis in the end of the first stent placed (2.8 x 19 mm) due to an under-expansion of the stent. An nc balloon was advanced; and inflated to expand the stent further; however, due to the hardness of the vessel this was unsuccessful. After aspiration and thrombolysis of the clot the perforation was observed to have expanded requiring the use of a third graftmaster stent (3.5 x 19 mm) for treatment. The third stent sealed the perforation successfully. The patient was relatively stable post-procedure; however, sometime later, the patient experienced a myocardial infarction and passed away. No autopsy was performed. No additional information was provided.